Manufacturer narrative:
(B)(4). Date sent: 04/29/2021. This is an analysis for a video submitted for evaluation. During the visual analysis, the following was observed: the video shows at the 7:57 mark a device is introduced with a green reload loaded, at the 8:08 tissue is placed on the jaws. At the 9:20 mark the jaws are removed of tissue and the staple line and cut line were as expected. At the 9:46 mark a device is introduced with a blue reload loaded, at the 10:02 mark tissue is placed on the jaws. At the 10:55 mark the jaws are removed of tissue and the staple line and cut line were as expected. At the 11:10 mark a staple that appears to be no properly formed was noted protruding of the tissue. At the 11:30 mark a device is introduced with a blue reload loaded, at the 12:51mark tissue is placed on the jaws. At the 13:39 mark the jaws are removed of tissue and the staple line and cut line were as expected. At the 12:36 mark a device is introduced with a blue reload loaded, at the 11:33 mark tissue is placed on the jaws. At the 12:16 mark the jaws are removed of tissue and the staple line and cut line were as expected. At the 14:16 mark a device is introduced with a blue reload loaded, at the 14:24 mark tissue is placed on the jaws. At the 15: 14 mark the jaws are removed of tissue and the staple line and cut line were as expected. Based on the video review, the event describe is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch # u5et1p. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60b reload loaded on the device. The reload was received fully fired. In addition, three reloads were received. The reloads (b, c, and d) were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in a sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was staple malformation. No patient consequence reported.